Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "my breast implants had a recall in 2019 due to cancer that it was causing", "I have been having trouble with this implant for years", "it deflated and lost all the liquid in the implant". This record is for the left side. Device remains implanted.